Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire within guidewire hoop was received for evaluation. Gross visual, microscopic visual, functional and dimensional testing were performed on the retuned device. The investigation is confirmed for the identified deformation issue as a bent was noted on the distal tip of the guidewire. The investigation is also confirmed for the identified fracture and material protrusion/extrusion issue as the flat inner core wire was observed to be fractured and protruding out of the outer coil of guidewire just proximal to the distal tip. The measurements of the outer diameter of the guidewire recorded during sample evaluation were slightly below specification but not considered definitely out of tolerance as manufactured, as the procedure/use factors could have contributed to a tiny decrease in outer diameter of the guidewire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2022).

Event description:
It was reported that during a port implant procedure, the guidewire allegedly had a problem. The procedure was completed using another device. There was no reported patient injury.